Manufacturer narrative:
Additional information updated: b7: other relevant history d4: model number, lot number, catalog number, expiration date, unique identifier h6: evaluation conclusion codes there was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with malposition, length of the device, inflation, and disconnection may have been due to a potential measurement error and trimming of the tubing at implant.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary retention on the same day an aus revision was performed, because the newly implanted cuff was too small. Therefore, one week later, a second revision procedure was performed to remove and replace the component. There were no additional patient complications.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary retention on the same day an aus revision was performed, because the newly implanted cuff was too small. Therefore, one week later, a second revision procedure was performed to remove and replace the component. There were no additional patient complications.

Manufacturer narrative:
Correction to h11: additional MFR narrative. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with length of the cuff may have been due to a potential measurement error at implant procedure. The reported urinary retention is a known risk associated with implant of these devices as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary retention on the same day an aus revision was performed, because the newly implanted cuff was too small. Therefore, one week later, a second revision procedure was performed to remove and replace the component. There were no additional patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.